Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure blood was noted to be leaking from the handle and hemostasis valve of the sheath before the catheter was inserted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One agilis nxt steerable introducer was returned for analysis. A blood-like substance (bls) was noted on the returned component. The sideport tubing was torn and the stopcock was detached and not returned. No other visual anomalies were noted. The reported leak from the hemostasis valve could not be confirmed since functional testing was not possible due to the returned condition of the device; however, the handle was opened, and the pull wire windows were noted to be torn, consistent with the detected leak from the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage is consistent with damage during use, however abbott is performing further investigation. The cause of the reported hemostasis valve leak remains unknown.